Event description:
The facility's biomed reported an infusion pump with an 812:02 failure code. The biomed stated that the there has been no report of any patient incident involving this pump since the last baxter service event. Information was requested by baxter regarding whether or not the incident occurred during patient use or during biomed testing, but no additional information was available. Additional contact information was requested but no additional contact was identified.